Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-48288.

Event description:
The customer's mother reported via phone call that the customer was priming 5 units and received a software error alarm on the insulin pump. Customer was explained that it was a program safety alarm. Customer stated that the alarm did not occur right after a battery change. Customer only had one software error alarm in the alarm history. Customer was advised to disconnect from the pump. Customer was assisted with rewinding the pump. Customer was advised to monitor the pump. Customer was not sure what his blood glucose was at the time but it was over 400 mg/dl. Customer had no ketones and has not treated for the high blood glucose.